Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 23-june-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to disconnect the cables on the computer, power down, then reconnect them and power up. The sorter was in the right most position. The fse requested that the customer slide the sorter over to the left side before powering back up. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. The most probable cause for error 4031 sorter x-axis home detection failure was the customer needed to move the sorter position to the left and re-powered the analyzer.

Event description:
On (B)(6) 2015, a customer reported error 4031 sorter x-axis home detection failure on the aia-2000 instrument. The customer performed the all set home function but the error persisted. The customer is unable to run patient samples on afp and bhcg. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.